Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Orig. Surg. (B)(6) 2006. Dob (B)(6). Allegedly revised due to cup spin out impending femoral fracture. Complaint history sent. Additional information received from litigation on (B)(6) 2018. Updated lot number and implant date. Invoice was located. (Left)